Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized in emergency room due to motor error alarm and high blood glucose on (B)(6) 2021. The customer's blood glucose was over 500 mg/dl. Customer¿s current blood glucose was 251 mg/dl. The customer did not experienced the symptoms due to high blood glucose. Customer stated high blood glucose was treated with manual injection. Troubleshooting was done for high blood glucose and under delivery. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated they got motor error alarm and successfully clear the alarm. Customer stated they were unable to complete the rewind process. The insulin pump will not be returned for analysis.